Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to oversensing. In all three measurement vectors, low amplitude of the r-wave with interference potential when the patient moves. The secondary vector was permanently programmed, and smart pass feature was disabled. The device showed high impedance trend measurement, ranging from 95 to 145 ohms. An x-ray was performed in two planes which showed rotation of the device in the device pocket and a very caudal position. The electrode was pointing slightly towards pectoral muscle on left parasternal edge. The system was deactivated for the time being. Data analysis was performed, and boston scientific technical services observed non-physiologic noise reported in secondary vector for the system since implant. The electrode was suspicious for a conductor fracture. Technical services recommended in-clinic testing and provided troubleshooting steps. No additional adverse patient effects were reported. The device and electrode remain implanted but electronically deactivated. There is no further information available.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to oversensing. In all three measurement vectors, low amplitude of the r-wave with interference potential when the patient moves. The secondary vector was permanently programmed, and smart pass feature was disabled. The device showed high impedance trend measurement, ranging from 95 to 145 ohms. An x-ray was performed in two planes which showed rotation of the device in the device pocket and a very caudal position. The electrode was pointing slightly towards pectoral muscle on left parasternal edge. The system was deactivated for the time being. Data analysis was performed, and boston scientific technical services observed non-physiologic noise reported in secondary vector for the system since implant. The electrode was suspicious for a conductor fracture. Technical services recommended in-clinic testing and provided troubleshooting steps. No additional adverse patient effects were reported. The device and electrode remain implanted but electronically deactivated.